Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing determined the cutter failed the test cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during an unknown time, the mesher plate was damaged, and the cutters were worn down. After final investigation, it was confirmed that this cutter failed the cut test. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.